Event description:
Staff reported that the head section will not raise. No report of injury.

Manufacturer narrative:
Tech found that the head section will not raise. Replaced the pcm board to correct the issue.